Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and shock therapy from this implantable cardioverter defibrillator (ICD) device. Information indicates this therapy was inappropriate as it was provided due to an atrial-driven arrhythmia. Device therapy was exhausted, and the patients rhythm never broke. Boston scientific technical services provided guidance to the boston scientific representative on possible device programming changes or to possibly consider use of rate control medications. The device remains in-service. No patient symptoms or adverse patient effects were reported.